Event description:
The lay user/pt contacted lifescan (lfs) on march 27, 2008 alleging an error 5 message on their one touch ultra meter. This medical affairs specialist (mas) sent a letter since mas was unsuccessful in reaching the pt. The pt mentioned that ever since she has had the meter, the meter had been giving her an error 5 message. It is unk how long the pt has had the meter. She had continued to take her 17 units of humulin insulin 70/30 on a regular basis. In 2008 at 2:30 am, the pt had received assistance from emergency services. The pt denied having symptoms, however, it is unk on whether the pt attempted to test her blood glucose. The pt's blood glucose reading on the emt meter was 40 mg/dl. The pt was treated with IV glucose. The test strips were in good condition and the technique of applying blood on the test strip was correct. The meter is not a new product (out of box). The pt did indicate that the issue had occurred ever since she had owned the meter. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, if the pt was ever able to obtain a reading on the meter, facts regarding what had happened prior to and after the reported hypoglycemia, and whether or not the pt was taken to the hospital. Meter and testing supplies were replaced. An error 5 indicates that the meter has detected a problem with the test strip. Possible causes are test strip damge or an incompletely filled confirmation window. This complaint is being reported as the pt claimed she was not able to test and was later treated by emt's with IV glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.